Manufacturer narrative:
Event date approximate. Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0jqge, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative via a healthcare provider regarding a patient with an implanted neurostimulator (ins). It was reported that the patient experienced intermittent shocking sensation on their right upper extremity for the past few months. The healthcare provider ran impedance checks and x-rays however everything appeared normal. The healthcare provider changed the system settings to a bipolar configuration and this solved the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.